Manufacturer narrative:
Zoll medical corporation has received the product will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unk) the device intermittently would not power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.